Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device unavailable for analysis. This report is filed (B)(4) 2013.

Event description:
Per the surgeon, the device was explanted due to a malfunction. The manufacturer became aware upon receipt of a registration card for the new device on (B)(6), 2011. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.